Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark g1) denmark g4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study: synopsis: aortic rupture leading to death was reported on the day of the procedure. On (B)(6) 2019, the patient was emergently treated for chronic thoracic aortic dissection type b with placement of a proximal zta-p-36-209 and a distal zta-p-38-167. Procedure imaging revealed patent study devices, and no evidence of device issue. After the procedure, on the same day, the patient experienced aortic rupture. The site noted, ¿on his return to the ward, the patient rapidly showed haemodynamic deterioration, requiring extensive filling and the administration of amines in high doses. A CT scan was ordered as a matter of urgency, but the patient¿s condition continued to deteriorate. He then went into cardiac arrest, without any return to cardio-circulatory activity, despite continued filling, adrenaline and mce. The patient died. Ultrasound revealed a large peritoneal effusion, associated with an aortic rupture. Reimplantation of the left subclavian artery on the left common carotid artery.¿ the site did not complete the relationship section of the ae form. The exit form indicates death was the result of aortic rupture and was related to preexisting condition and primary disease progression. Device and/or procedure relatedness based on the information currently provided can not be ruled out. Patient outcome: the patient died as a result of the aortic rupture.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). During evaluation, the event for (B)(4) is considered no longer reportable. The site indicates that death was the result of aortic rupture and was related to preexisting condition and primary disease progression. The procedure imaging revealed patent study devices, and no information alleges deficiencies related to the identity, quality, durability, reliability, usability, safety or performance of a medical device that has been released from the organization¿s control or related to a service that affects the performance of such medical devices. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.